Manufacturer narrative:
Investigation summary: complaint reports contamination on slideprep (catalog number 491346) serial number (B)(6). Complaint alleges cross contamination from another slide, no false reports were sent out. Service found one quad bundle tip touched the slide causing the contamination. Service re-calibrated the z height on the bundle and adjusted the bundle tip. Post intervention the instrument was left operating normally. Root cause is attributed to quad bundle tip height. This complaint is a confirmed failure of the instrument. DHR review revealed no abnormalities during build and test of this unit prior to shipping, as it is related to the failure mode reported. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."

Event description:
It was reported that while using bd totalys slideprep contamination was observed by the laboratory personnel. A cepheid test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that cross contamination june 6th."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd totalys slideprep contamination was observed by the laboratory personnel. A cepheid test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that cross contamination june 6th."